Manufacturer narrative:
Device evaluated by MFR: device location not presently known.

Event description:
On (B)(6) 2019, a pvs23 was reportedly implanted/explanted intraoperatively. No other information is currently available.

Manufacturer narrative:
Fields changed: b4, g4, g7, h1, h2, h3, h6. The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), and its nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the manufacturer was unable to obtain further information on the event and on the device disposition, the root cause of the reported event cannot be determined. However, based on the document review performed, no manufacturing deficits were identified. H3 other text : unable to follow up.